Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during set-up, the thermistor wire was not registering the temp. This problem occurred three times, and complaints were filed for two of the events. The product was changed out. The surgery was completed successfully. There was no pt involvement.

Manufacturer narrative:
Terumo has not received the actual device for eval and will be submitting a follow-up when more info becomes available. (B)(4).